Event description:
It was reported by the patient that their ¿pacemaker is not functioning well and causing arrhythmia.¿ the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.